Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after customer changed the battery when insulin pump showed low battery alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. On july 28, 2021, the customer alleged for blank display, low battery alert, replace battery alert, replace battery now alarm and stuck screen. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump passed the sleep current measurement, active current measurement and self test. Pump received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no low battery alert, replace battery alert, stuck button alarm and replace battery now alarm on the event date of july 28, 2021; however, found: low battery alarm on 07/08/2021 at 04:31:00. Insert battery alarm on 07/24/2021 at 23:32:45. Battery failed alarms on 07/19/2021 at 18:05:59, 18:06:00 and 18:07:34. Power loss alarm on 07/20/2021 at 19:37:04. Stuck button alarm on 07/04/2021 at 18:49:20, 18:53:54, 18:59:01, 19:10:01, 19:13:30, 19:16:56, 19:25:07, 19:29:42, 19:35:20, 19:38:57 and 19:47:41. Pump passed self test, sleep current measurement, active current measurement. No unexpected low battery alert, replace battery alert, power loss alarm, insert battery alarm, replace battery now alarm or stuck button alarm during testing. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture or component damage on the electronics, force sensor, keypad assembly and motor assembly noted. Pump passed the keypad voltage test. In summary, pump passed required testing. Customer alleged not confirmed for blank display, stuck screen, low battery alert, replace battery alert and replace battery now alarm. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.